Manufacturer narrative:
System was used for treatment. Kit lot c749 was reviewed. There were no non-conformances. This lot met all release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or noncoformances related to the complaint were noted. Trends were reviewed for all complaint categories and no trend was detected for leak centrifuge alarm, occlusion system alarm or system error f183: centrifuge speed too slow. This assessment is based on information available at the time of the investigation. No product was returned by the customer for investigation; therefore, it could not be determined if this specific product met specification. Complaints are monitored through tracking and trending. If a trend is detected, further investigation will be conducted through the CAPA/continuous improvement process. (B)(4). Device not returned.

Event description:
Customer stated that during the treatment she had an occlusion system alarm that was solved by flushing the lines with a saline bolus. The system then posted a system error 183 alarm. The clinical services specialist (css) assisted customer to check for the placement of the centrifuge bowl and restart immediately. After the restart, a leak centrifuge alarm was posted. Css requested customer to clean the sensor. Customer stated that there was a blood leak. Css requested customer to abort the treatment and to not return the blood to the patient. Procedure was aborted during the 2nd cycle out of 6. Patient was reported as stable. No product was returned for investigation.